Event description:
On (B)(6) 2023 during a follow-up call for drain issues and soreness in the abdominal area, it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was in the hospital. The patient¿s pd catheter (not a fresenius product) was not working properly and required a new pd catheter. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been experiencing gastrointestinal (gi) issues with loose stools and clostridium difficile (c-diff). As a result, the patient was hospitalized on (B)(6) 2023. Additionally, the patient was having flow problems with the pd catheter. During the hospitalization, the patient was diagnosed with peritonitis. The suspected cause of the peritonitis is a gi source, but the culture results from the hospital were not yet available to the clinic. The patient¿s pd catheter was replaced during the hospitalization (date unknown). The patient was discharged on (B)(6) 2023 and is completing intraperitoneal (ip) antibiotic therapy (drug, dose, frequency, and duration not provided). The pdrn stated the patient is followed by a gi specialist. No further information was provided.